Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. In further full review found no delivery alarms in the pump history on 06/04/2024 at 23:36:45.000 and 23:46:00.000 during bolus deliveries. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.5 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with the blood glucose value of 26 mg/dl. The customer reported hypoglycemia, hypoglycemia treated with glucose/carb intake, emergency medical service/ambulance/emergency response visit. The event involved product(s) mmt-326a, mmt-397a, mmt-1884l, mmt-7841zn. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. Cust believes the pump is over delivering. Cust was able to upload to carelink. No further patient complications were reported. The customer will discontinue the use of the insulin pump. No product return is required for mmt-326a. No product return is required for mmt-397a. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-7841zn.

Event description:
Updated description summary: customer reported that he experienced low blood glucose which resulted in the dispatch of emergency medical services on (B)(6) 2024. Blood glucose reading at the time of event was 26 mg/dl. Low blood glucose was treated with glucose/carb intake. Troubleshooting was completed. The customer stated that the pump's programming was accurate and that the reservoir was showing the same amount of insulin as shown on the status screen. Customer did not allege over delivery. The customer reported that the pump was in smartguard at the time of incident. Customer discontinued the pump. Pump was returned for analysis and met specifications.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.